Manufacturer narrative:
(B)(6). (B)(4). Device evaluation is in progress.

Manufacturer narrative:
Visual and optical examination identified a portion of the anterior face of the implant is broken off, with rays emanating from the area of origin, consistent with brittle overload.

Event description:
It was reported that the patient underwent a procedure for lumbar fusion at l3-4. The interbody device fractured during impaction into the disc space. No patient complications were reported.